Event description:
It was reported that loss of aspiration occurred. The 70% stenosed target lesion was located in the flat tortuous and serious calcification in the left lower limbs of deep veins. An angiojet zelantedvt catheter was used for thrombectomy procedure. However, during the procedure, the device was physically blocked during thrombectomy mode. The catheter lost aspiration and then the system stopped all the activity. There was fluid noticed in the pump. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.